Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002 23.0 diopter intraocular lens (iol) was explanted from a patient's left eye due to cloudy deposits. Patient had bilateral lens implants. This report represents the lens from the patient's left eye and a second MDR will be provided for the patient's right eye. No further information was provided.

Manufacturer narrative:
Additional information received reported that there was no incision enlargement or vitrectomy performed for both eyes. Also, the patient is doing fine post exchange. Reportedly, the replacement lens for both eyes were the same model and diopter (z9002 23.0 diopter). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/28/2017. Device returned to manufacturer?: yes. The intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed cut in two parts. Loose particles were observed on the sample compatible with handling the lens out of the sterile environment. The condition of the lens is consistent with an iol that has been explanted. During the sample evaluation, the lens was observed with surface residual. Due to the fact that the lens was implanted (B)(6) 2006, the surface residual observed at some sections on the lens optic could be related to calcium common residue. No discolored issue or cloudy deposits on the lens was observed. The investigation results do not suggest that the complaint lens has been affected by the manufacturing process. The reported issue was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional complaints received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.